Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the coulter lh 750 hematology analyzer was dripping blood from the sample tube and stripper plate after aspiration. The leak was contained within the instrument. The volume was less than 2 mls. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of the occurrence. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No patient results or treatment was affected and no erroneous results were reported out of the laboratory.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and discovered that the aspiration needle was broken at the base. The fse replaced the needle, which resolved the leak issue. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).